Manufacturer narrative:
The ufr was the only source of information - dräger was not involved in any follow-up measures after occurrence and was unable to obtain further information. A reliable conclusion in regard to the exact root cause cannot be drawn but since it was stated in the ufr that the device is back in use after replacement of solely the worn internal battery, it can be derived that the power supply had no persisting malfunction and was not the root cause for the shut-down. Based on the reported aspect that the device performed continuous reboots during the course of event, the following scenario seems likely: the device monitors the internal temperature to prevent from overheating of components and to avoid that the breathing gas temperature becomes too high. When the internal temperature reaches a certain level, the supervisor software switches the power supply off temporarily to allow it to cool down. But when the device was put into operation with a worn battery, there is no back-up energy source available, and the device operation cannot be continued; it will shut down. When the unit is powered back on in this state of deep-discharged internal battery, the software of the power supply does not detect the internal battery anymore and cannot complete the boot sequence - continuous unsuccessful reboots are the consequence. The internal battery is subject to wear and tear and has to be inspected regularly; the recommended exchange interval is 2 years. There was no s/n for the involved device transmitted ¿ it is not known when the last battery replacement was provided if ever. Appropriate measures to prevent from events like this are in place ¿ the IFU emphasizes that the internal battery is an important fail-safe mechanism, and that part of the daily pre-use check shall be a verification step that the internal battery is available as a back-up energy source. Dräger finally concludes that the reported issue does not incorporate a single fault condition and that lack of preventive maintenance and use error were the major contributing factors in the event. Lack of preventive maintenance can also be the root cause for the overheating ¿ the device has openings in the housing through which it takes in ambient air for cooling. These openings are equipped with dust filters which have to be replaced on a regular base. If not done, the filter resistance will increase over time, and the air intake becomes inhibited. Remark: the pengzhou city people's hospital has filed 3 user facility reports in the recent week to the adr system without contacting the local dräger s&s organization in any of the cases and with a delay of several years. The descriptions of event do not provide sufficient information. Dräger reached out to the contact person named in the ufr but was unable to obtain further information. Thus, it is concluded that the submission of the ufrs was rather driven by the obligation to comply with national reporting requirements than by a real interest in getting evaluation results from the manufacturer.

Event description:
It was reported that the device suddenly shut down during use and performed continuous reboots when the users attempted to power it back on. The patient was connected to another ventilator; no health consequences were resulting from the event. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.